Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was over 400 mg/dl. Customer states that they got a letter two months ago about returning insulin pump because it was not working but the customer did not have the letter anymore. Customer states that whenever they was at work they keeps loosing communication between the insulin pump and the sensor. Customer response lost sensor signal. Customer was not able to troubleshooting at time because they had not been wearing the insulin pump for a while due to not having insurance and not being able to get the supplies. Customer states that they had already called in to troubleshooting the high blood glucose. The device will not be returned for analysis.